Event description:
Healthcare professional later reported "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: crease fold, wear abrasion, yellow particles inner the shell, apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side has a "leak" because it is getting "smaller" than the left. Device remains implanted.